Event description:
The customer reported that the knife blade did not retract and the jaws could not be re-opened while applied to tissue. The surgeon removed the jaws from tissue by prying them off with another instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.